Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), tooth disorder ("dental problems") and menstrual disorder ("abnormal bleeding during menstruation"). The patient was treated with surgery (surgical removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, fatigue, tooth disorder and menstrual disorder outcome was unknown. The reporter considered alopecia, fatigue, menstrual disorder, pelvic pain and tooth disorder to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), tooth disorder ("dental problems") and menstrual disorder ("abnormal bleeding during menstruation"). The patient was treated with surgery (surgical removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, fatigue, tooth disorder and menstrual disorder outcome was unknown. The reporter considered alopecia, fatigue, menstrual disorder, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s): perforated isthmic portion of right fallopian tube'), device breakage ('device breakage'), pelvic pain ('pain/ pain: pelvic pain'), adhesion ('adhesions') and embedded device ('migration of essure device location of device: through left fallopian tube into serosa') in a 30-year-old female patient who had essure (batch no. 700549) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced adhesion (seriousness criteria medically significant and intervention required), 7 years 5 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("fatigue"), tooth disorder ("dental problems"), menstrual disorder ("abnormal bleeding during menstruation"), abdominal pain ("pain abdominal") and adnexa uteri cyst ("paratubal cyst"). The patient was treated with surgery (lysis of adhesions and salpingectomy (bilateral removal of fallopian tubes) and removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, adhesion, embedded device, alopecia, fatigue, tooth disorder, menstrual disorder and adnexa uteri cyst outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, adhesion, adnexa uteri cyst, alopecia, device breakage, embedded device, fallopian tube perforation, fatigue, menstrual disorder, pelvic pain and tooth disorder to be related to essure. The reporter commented: insertion details: the essure device was deployed in the standard fashion in the left tubal ostium. Following placement, 6 coils were noted to be visualized and a photograph was taken. Removal details: right fallopian tube was perforated in the proximal isthmus area by the essure (about 1-2cm of essure metal exposed). While the left fallopian tube was not perforated, the outer coil part of the left essure could be visualized through a thin layer of fallopian tube serosa. The essure was seen perforating from the isthmic portion of the right fallopian tube, this metal segment was grasped diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result- total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Lot number: 700549. Manufacture date: 2010-01. Expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s): perforated isthmic portion of right fallopian tube'), device breakage ('device breakage'), embedded device ('migration of essure device location of device: through left fallopian tube into serosa'), pelvic pain ('pain/ pain: pelvic pain') and adhesion ('adhesions') in a 30-year-old female patient who had essure (batch no. 700549) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced adhesion (seriousness criteria medically significant and intervention required), 7 years 5 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("fatigue"), tooth disorder ("dental problems"), menstrual disorder ("abnormal bleeding during menstruation"), abdominal pain ("pain abdominal") and adnexa uteri cyst ("paratubal cyst"). The patient was treated with surgery (lysis of adhesions and salpingectomy (bilateral removal of fallopian tubes) and removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, embedded device, adhesion, alopecia, fatigue, tooth disorder, menstrual disorder and adnexa uteri cyst outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, adhesion, adnexa uteri cyst, alopecia, device breakage, embedded device, fallopian tube perforation, fatigue, menstrual disorder, pelvic pain and tooth disorder to be related to essure. The reporter commented: insertion details: the essure device was deployed in the standard fashion in the left tubal ostium. Following placement, 6 coils were noted to be visualized and a photograph was taken. Removal details: right fallopian tube was perforated in the proximal isthmus area by the essure (about 1-2cm of essure metal exposed). While the left fallopian tube was not perforated, the outer coil part of the left essure could be visualized through a thin layer of fallopian tube serosa. The essure was seen perforating from the isthmic portion of the right fallopian tube, this metal segment was grasped. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 7-jun-2019: plaintiff fact sheet and medical records received: lot number added. New events migration of essure device location of device: through left fallopian tube into serosa, perforation (fallopian tube(s): perforated isthmic portion of right fallopian tube, device breakage, pain abdominal, paratubal cyst and adhesion were added. Outcome of event pain: pelvic pain was updated from unknown to recovered / resolved. Reporter information added. Patient details updated. Product details updated. Lab data added. Medical history updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.